Event description:
Profound and permanent neurological damage [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency. Case description: an attorney reported that their female client, currently (B)(6), used fixodent denture adhesive, form/version unknown beginning in 2000 through 2009 and reported the following: profound and permanent neurological damage zinc toxicity, copper deficiency, severe and permanent physical injuries which have left her unable to perform her normal, customary, and daily activities. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.